Manufacturer narrative:
This report is associated with a (B)(6) registry. Exact date of event is unknown. Exact date of implant in unknown. Other relevant device: vamf3434c200tu. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: proximal type ia endoleak. No further information is available for this event.